Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd display. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display showed white lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.